Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery. Customer stated insulin pump was not delivering insulin. Customer stated they alleges insulin pump was under delivering even if they bolus. Customer stated they changed the infusion set three times and still blood glucose was high. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.